Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The patient's blood glucose results were 26.481 mg/dl. Tests were done within 10 minutes with a difference of 108mg/dl. Patient did not experience any adverse events. No further information has been reported. Note - customer went to the emergency room for erratic glucose levels.